Event description:
It was reported to philips that the device's mainboard is damaged. There was no patient involvement.

Event description:
It was initially reported to philips that the device's mainboard is damaged. Upon investigation, it was noted that the philips field service engineer (fse) was dispatched to the customer site for an fco, and the mainboard was damaged by the fse. Philips will not consider this as a malfunction, as it is fully consistent with being caused by the fse. The reported issue was confirmed and determined that the processor pca would need to be replaced to bring the device to working condition. Upon conclusion of the evaluation, it was determined that this was not a malfunction of the device but damaged by the fse. The customer was provided a quote for the replacement parts to resolve the issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Additional information added to b5 regarding conclusion of non-malfunction of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.